Event description:
The customer contacted stryker to report that their device unexpected loss of power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker received patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpected loss of power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the device and verified but did not duplicate the reported issue. Stryker replaced the battery wire harness and battery pins as a preventative measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further analyzed the device keylog information. On the event date of september 7th, 2022 there were 2 non-software triggered battery switches that occurred prior to the shut off both times. The batteries used are from 2018 past its useful life of 2 years of age. The cause of the reported issue could not be determined.